Manufacturer narrative:
The device has arrived at conmed corporation for evaluation on 21-jan-2016. Device evaluation is anticipated; however, to date has not yet begun. On completion of conmed's quality engineering investigation of this reported event a supplemental report will be filed.

Event description:
The patient was scheduled to have a diagnostic transbronchial needle aspiration biopsy utilizing a mw-319, wang histology needle. During the procedure, the silastic ring of the device was expelled out of the distal tip of the needle hub and fell into the patient. The silastic ring was retrieved. No information has been received indicating this event has caused any long or short term adverse effect to the patient.

Manufacturer narrative:
One (1) "used/damaged" wang® histology needle has been returned to the conmed for evaluation regarding a complaint of "plastic hub fell off during the procedure." The device was examined in the laboratory; a visual inspection noted the device was in poor condition with many kinks in the catheter. The silastic ring was missing from the needle assembly and is most likely the plastic hub referred to in the event description. The silastic ring is a soft ring 0.025" x 0.045" that wraps around the 19ga needle to aid in occluding the catheter lumen during suctioning done during specimen aspiration. Per report the "plastic hub", i.e silastic ring, was retrieved from the patient; however, the silastic ring was not returned with the used device. This lot was manufactured on 16-feb-2015. A review of the device history record for this lot found no non-conformances or abnormalities noted during the manufacturing process that could have caused or contributed to the reported issue. There have been no other similar complaints received on this lot which contained (B)(4) units. A two year review of complaint history for this device family showed a total of (B)(4) complaints, including this complaint, for the silastic ring seal between the inside needle and the catheter falling off and being expelled from the distal end of the device with the needle deployment. (B)(4). The device was found to have a missing silastic ring. The loss of the silastic ring is caused by failure to keep the 19ga needle within the metal hub. Failure to follow the IFU, instructions for use, may result in retraction of both needles simultaneously allowing the silastic ring to escape off of the 19ga needle. If the ring is freed from the needle it can be expelled through the device when the needles are deployed. The IFU of the device specifies the correct sequence of needle deployment. Following that sequence prevents the needle from retracting proximal to the metal hub which would prevent the silastic ring from sliding off of the needle and positioning itself distal to the needles. If this occurs needle deployment would push the silastic ring out of the device. To reduce the risk of patient injury the IFU provides the following warnings and precautions: - never force the instrument into the channel - make sure the needle tip is within the metal hub prior to use. - do not angulate the scope tip when the needle tip is in the scope's bending area.